Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported of having high blood glucose even after not eating for four days. Customer reported that blood glucose had been between 300 mg/dl and 400 mg/dl. Customer's blood glucose reading at the time of call was 234 mg/dl. Customer's high blood began on 12/23/2016. Customer declined checking leaks or air bubbles. Customer declined further troubleshooting due to also having issues with keypad. Customer reported that buttons had to be pressed hard in order to respond. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with intermittent response from all buttons due to flattened and creased dome. The keypad connector was inspected and no anomalies noted. The insulin pump was received with operating currents within specifications and passed self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump properly received blood glucose readings from one touch ultra link blood glucose meter. The insulin pump had minor scratches on the lcd window.